Event description:
According to additional information received, the implant also had a tubing fracture.

Manufacturer narrative:
The report is a duplicate of manufacturing reference number: 2125050-2024-01289. Should additional information prompt us to alter or supplement any information or conclusions for this event, a follow-up report will be submitted under manufacturing reference number 2125050-2024-01289.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a leak.